Event description:
As reported through the partners 1 clinical trial, one day post transcatheter aortic valve replacement (tavr) the patient experienced class iii heart failure and complete heart block with a ventricular rate in the 60s. The heart block was resolved by the implantation of a permanent pacemaker (ppm).

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instruction for use (IFU), conduction system injuries (defects) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, and the overall tavr procedure. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the exact cause of the reported heart block cannot be confirmed; however, it was reported that the event was not caused by a device malfunction and the sapien valve was implanted in the intended position. In addition to the procedure itself, the patient's underlying comorbidities (cad, htn, valve disease and history of chf) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.